Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation still ongoing.

Event description:
The following was reported to hamilton medical ag: the ventilator-device failed during start-up. The got activated together with some other audible and visually alarms autozero qaw fail, o2 valve leak alarm and the flow sensor calibration alarm. During start-up several alarms were activated whereof flow sensor calibration alarm, the autozero qaw fail alarm and the o2 valve leak alarm. The alarms were observable both visually and through hearing. Patient involvement was reported. Neither a delay of treatment nor harm to patient, user or third party was reported to hamilton. Investigation still ongoing.